Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure for a left atrial flutter an irrigation tubing set was selected for use, when the catheter was flushed it was noticed that the irrigation tubing was detaching from the catheter. This tubing set was replaced and the issue was resolved. The procedure was completed without any patient complications. This device is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat an atrial flutter condition, the irrigation tubing was detaching from the catheter when the catheter was being flushed. This tubing set was replaced, and the issue was resolved. The procedure was completed without any patient complications. This device has been returned for analysis.

Manufacturer narrative:
Visual inspection revealed that the smaller diameter tubing was pulled out of the large hub. There was no evidence of adhesive. With all the available information, boston scientific confirmed the reported clinical observation of detached irrigation tubing through investigation analysis.